Event description:
It was reported that the subject device showed poor image quality, and abnormal noise on the right side when rotating the field of view. The issue was identified during the reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality (noise on right side only caused by a component failure of the universal cable, abnormal noise when rotating field of view caused by a component failure of the outer cover. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.